Event description:
During baxter's eval, a spectrum pump alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarm was confirmed through baxter's functionality testing as well as reproduced through further testing. Eval found the door able to latch closed with a loaded set, however the force required to secure the door was above expected levels due to pulled threaded insert bosses in the front case. These mount the pumping mechanism to the front case and caused separation between front case and mechanism assembly. The front case was replaced.